Event description:
During surgery, an incorrect humeral head was used with the stem in error and whilst trying to implant, created a fractured distal humerus.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for both reported part and lot # combinations. Provided info states an incorrect head was implanted on the stem causing a fractured humerus which also loosened the anchor peg glenoid. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.